Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate the error experienced in the field after performing a mechanical test. A visual inspection was also performed and no issues were found.

Manufacturer narrative:
An isi technical field specialist (tfs) performed a field evaluation at the site. The reported problem was reproduced with error 23017 on axis 7 of the right master tool manipulator (mtm). The tfs resolved the reported system error code issue by replacing the gimbal. The tfs then tested the da vinci surgical system and verified that it was ready for use. The gimbal has not been returned to isi for evaluation to confirm the reported event. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during an unspecified da vinci procedure, the surgical staff encountered a system error code 23013 on the right master tool manipulator (mtm). A system error 23013 is a non-recoverable fault. During the procedure, the technical support engineer (tse) walked customer through some troubleshooting steps including performing multiple power cycles with breaker/emergency power off; however, the error would not recover. The patient was already docked at the time of the reported event. The surgical staff decided to convert to another da vinci system due to the error 23013. The procedure was successfully completed with the other da vinci system. There was no patient injury reported.